Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket stimulation and was upgrading the patient to a new device. Upon opening the pocket, the patient noted that the right atrial lead exhibited insulation damage due to the suture being tied through. The lead did not exhibit any electrical anomalies. The lead was successfully explanted and replaced.